Event description:
An 86-year-old male with a past medical history significant for multivessel coronary artery disease, moderate to severe aortic stenosis, hypertension, hyperlipidemia, and benign prostatic hyperplasia was admitted for an elective knee replacement procedure. Several days after surgery, the patient developed a non-st-segment elevation myocardial infarction and was transferred to the cardiac catheterization laboratory, where multivessel coronary artery disease was confirmed. An intra-aortic balloon pump was placed for hemodynamic support while awaiting a cardiothoracic surgery consultation. Overnight, the patient progressed into cardiogenic shock, and the clinical team elected to remove the intra-aortic balloon pump and implant an impella cp for circulatory support. The patient subsequently underwent a high-risk percutaneous coronary intervention with impella assistance. During the procedure, he experienced multiple episodes of ventricular fibrillation and was resuscitated. Anticoagulation with heparin was withheld because the patient vomited material resembling coffee grounds during the procedure, raising concern for possible gastrointestinal bleeding. On the ninth day following the index procedure, the impella cp was successfully weaned and removed without reported complication. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.